Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 30-nov-2020, it was reported that the patient's infusion set's tubing had detached from the connecter in the morning when the patient woke up. Reportedly, her blood glucose level was 280 mg/dl. No further information available.